Event description:
Customer performed a blood glucose test and received a result of 212mg/dl at 6:15am. The customer was not able to move the left side of their body. Paramedics were called and they tested the customer and received a result of 39mg/dl. The customer was treated with glucose and an IV. The customer was taken to the hospital and given food to eat. No controls were in use. The customer stated they leave the cap off of the glucose strips. A request was made for the return of the suspect device and replacement product was sent.